Event description:
Since 11/98, the hosp's or personnel have reported a number of incidents in which various conmed 2400 electrosurgical units reset themselves whenever anything is placed on top of the units' casing. The problem involves the circuit board that is mounted directly to the aluminum case cover and the 5 volt dc regulator transistor which attaches to the case and to the circuit board. If something is placed or dropped on top of the case, it can crack the leads of the transistor, resulting in a broken contact. The machine then resets itself as if it has been turned off and then back on.